Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun 5000 device was failing calibration for an error 99 (patient temperature out of calibration- no control). The isolation circuit card had sustained physical damage to the temperature out connection. Per wo notes, it was the indicative of damage to the isolation circuit card. They would order and replace the card onsite.